Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verio iq meter was reading inaccurately high readings compared to another meter. This complaint was classified using the customer care advocate (cca) documentation. The patient reported 1-3 weeks prior to the start of the alleged issue, she felt symptoms of ¿tiredness and anxious.¿ it is unclear if she associates these symptoms with diabetes. The patient reported on (B)(6) 2013 at 6pm, she tested on the lfs meter and obtained a reading of ¿305mg/dl¿ and ¿217mg/dl¿ on her husband¿s meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=15% or <=12mg/dl (0.67mmol/l) when obtained within 30 minutes. It is unknown what medications the patient uses to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported due to the alleged issue, she went to see her doctor and her usual medications were changed to include 40 units of an unknown medication. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement at the time of testing and the test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient did not report any blood glucose readings, symptoms or treatment which indicate an acute complication of diabetes occurred. There is no indication that the patient¿s conditioned worsened since the patient did not report receiving any medical intervention. However this complaint is being reported because, the patient made a meter vs. Another meter comparison which meets lfs¿ criteria for accuracy reporting.

Manufacturer narrative:
Follow-up (1/17/2014)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (03/31/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.